Event description:
Initial reporting, investigation on-going. Site has an oncor-160 with syngo rt therapist (B)(4). Customer-initiated complaint/product safety incident info submitted via e-mail from the head of physicists in the univ hosp (B)(6). Report stated: during the radiation treatment of a pt, the oncor system in connection with its components (550 txt table, mvpp image detector system, syngo rt therapist and control console) performed an unexpected automatic movement, which would have caused a mistreatment of the pt if not caught. The product safety incident refers to an unexpected unintentional automatic movement of the pt table 550 txt at the time of the radiation treatment of a pt plan (in auto sequence). After pressing the accept button at the control console for triggering the epid-image acquisition, the pt table moved unexpectedly and unintendedly to the zero positions of translatory movements.

Manufacturer narrative:
No pt details were available at the time of filing. Effect on pt: there was no consequence since the table movement was noticed by the mtra both on the control console and the video screen for pt monitoring. There is a known issue that, in the case of an absolute table setup, the rtt loses previous overrides if another override is issued for a deviation from the plan. The table will always move to the prescribed position if the user performs the second override on non-table para-meters. Further investigation is underway. Preliminary severity ranking: critical; there has been no mistreatment or injury reported. The unexpected table movement may cause an injury of the pt or a mistreatment (dose to wrong location) if not detected by the therapist. Preliminary probability ranking: remote; the user manual contains a warning about overriding out-of-tolerance parameters and asks the user to always carefully monitor the delivery of a fraction group that contains more than one beam. There are buttons installed for emergency power off, which may be used to stop treatment and all movement. However, it may happen that the users do not recognize small table movements and subsequently, the dose may be delivered to the wrong location (mistreatment). We became aware of this incident on (B)(4) 2011 and are mailing this report on (B)(4) 2011.